Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigated on 23-feb-2018 with the following findings: on investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery and the alleged battery compartment crack can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.